Event description:
It was reported that the rate adaptive a-v (raav) feature of the device caused prolonged atrial to ventricular intervals with dissynchrony between the chambers. The raav feature was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.